Event description:
The reporter stated the surgeon was preparing to load a 12.6mm micl 12.6 implantable collamer lens and noted something was on the lens. The surgeon decided not to use the lens, there was no patient contact and the backup lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens returned in the vial and in liquid. Upon evaluation, a dark spot on the lens surface was observed. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Date of birth - (B)(6) 1966. Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. An analysis of the dark material on the lens found the material to be rust of regular steel. The forceps used during manufacturing are stainless steel. (B)(4).